Event description:
Sample received.

Manufacturer narrative:
Investigation: based on information provided it was not possible to confirm the root cause like a failure mode related to the manufacturing process since there is not enough information like method used to handle, shipped partial sales and controls to storage the remaining product within distributor facility. In addition, there is not enough evidence to indicate this issue was generated within manufacturing process, due a visual inspection performed by production and quality department to verify this condition.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps disposal lid would not close the following information was received by the initial reporter with the following . This is a complaint about the lid won't close due to the wire stretched to it.